Event description:
Meter name: surestep, strip name: unknown, meter code:unknown strip code: unknown, strip storage:unknown, symptoms: shaking, loss of memory, disoriented, a patient reported they were treated by emergency medical technician. Their meter allegedly would only prompt message error 5 and error 6. The result on the emergency medical technician meter was result unknown. There was no comparison. Treatment was food. No further information has been reported.